Event description:
In 2009, the pt reported that her blood glucose was elevated to 551 mg/dl and she injected 4 units of insulin via syringe. At 3:50 am, her blood glucose measured 192 mg/dl and she bolused 0.8 units of insulin. At 7:04 am, her blood glucose measured 212 mg/dl and she changed the insulin cartridge, adapter, and infusion set and she bolused 0.9 units of insulin. At 8:51 am, she bolused 1 unit of insulin as a correction and she bolused 0.8 units for food. During the report she realized she had forgotten to bolus for cereal she had eaten. She disconnected from her infusion site and primed and insulin dripped from the end of the infusion tubing. There was an air bubble in the infusion tubing which she primed out. She stated that she allows insulin to reach room temperature prior to use. She stated that the insulin appears to e somewhat cloudy. She stated that "on average it's running higher" in regards to her blood glucose, "most of the time in the 200's." Her target blood glucose level is 120-140 mg/dl. Upon follow up about 2 days later, the pt stated that her blood glucose is "doing better than they were" ranging from 42-125 mg/dl over the past 2 days. She scheduled a doctor's appointment for later in the week. The pt did not require medical assistance from a healthcare professional or second part to address the issue. No product was requested to be retuned for eval.

Manufacturer narrative:
No product will be returned for eval.